Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The ventilator software was reloaded to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.